Event description:
During routine inspection performed by our distributor in other country, a hair was evidenced in the sealed blister. There was no patient injury, as the device never reached the hospital.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. An examination of the complaint device under magnifying glass was performed, and confirmed the presence of a piece of hair (1 cm) in the sealed blister, close to the graft. This small particle should have been evidenced during primary packaging operations. This is therefore, a human error. During an internal quality meeting, primary packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.